Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse found a hole in the di water supply line. Fse repaired di water line and verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak underneath the hydropneumatic unit of the unicel dxc 600 pro synchron clinical system. No injury was reported and no erroneous results were generated.